Event description:
It was reported a minicap transfer set leaked; further described as "fluid was leaking from the extender, despite the extender being close". This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, d9, f10/h6: medical device problem codes, h3, h6 and h10. B5: additionally, after checking the product, the extender was broken. H10: the sample was received for evaluation with a cap attached to the female connector. A visual inspection with the naked eye noted a broken occluder leg. The broken occluder leg would result in fluid flow through the set. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.